Event description:
On 2015-12-30, additional information was received from a foreign manufacturer representative (rep). It was confirmed that the inter vention occurred on (B)(6) 2015. Additional information also reported the patient did regain analgesia following the intervention.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, implanted: (B)(6) 2010, product type: pump. Product ID neu_pouch_acc, product type: accessory. (B)(4).

Event description:
On 2015-11-12, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving fentanyl (5mg/ml) at an unknown dose via an implantable pump for an unknown indication for use. The patient was implanted with a pump on (B)(6) 2010 and had "excellent analgesia" until early (B)(6) 2015. The patient had a sudden los of analgesia following a refill of the pump. On "(B)(6) 2016", an intervention on the pump was performed and a "rupture of the dacron sac with catheter anterior to the pump" was reported. It was further stated, "the catheter [was] pressurized and the sectioning probably by the refill needle [was] confirmed". A resectioning of the distal part of the catheter occurred and the pump was changed due to bearing end of life. Additional information has been requested regarding intervention date and event outcome, but it was not available at the time of this report.

Event description:
On 2016-01-22, additional information was received from a foreign manufacturer representative (rep). It was reported that the cause of the dacron sac rupture was not identified.